Manufacturer narrative:
The impella cp and data logs were returned for evaluation. The device was visually inspected and noted to have fractured impeller blades. Simulated use testing in a basin of water successfully reproduced low pump flows reported. Follow up with the clinical account indicated no other devices were in use within the patients heart. We could not definitively determine the cause of the damaged impeller blades. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot.

Event description:
The complainant reported a (B)(6) old white male patient presenting for high risk percutaneous coronary intervention using the impella cp pump for hemodynamic support. The pump was inserted without any reported issue, however, flows dropped from 3.6 l/min to 0.5 l/min after initiation. Normal troubleshooting attempts did not resolve the issue, therefore, the device was removed and replaced with a second impella pump. Hemodynamic support was successfully achieved, thereafter. On 2020-02-05, upon investigation of the returned device, we identified broken impeller blades.